Event description:
In 2009 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the one touch ultra link meter read inaccurately high. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient said he was admitted to a hospital about 5 weeks prior to calling lifescan for an amputation in his left foot due to poor blood circulation related to diabetes. The patient was still in the hospital when the mss spoke to him one week later but said he is getting out soon. He stated that he noticed higher readings on his meter about a week and a half prior to speaking with the mss and said he had symptoms of lightheadedness, shakiness, and sweatiness, which he indicates are indicative of hypoglycemia around the same time. He said that although he was in the hospital he based his insulin doses on his meter readings. He takes insulin on a pump and he said his basal rate is at or above 1 unit of novolog per hour. He doesn't remember his exact rate. He also uses his pump insulin to cover his carbohydrates and says he usually eats about 40 grams of carbs at a meal. On the day of contact, at 11:30 am, the patient was allegedly tested on his meter with a reading of 226 mg/dl and on the hospital meter with a reading of 156 mg/dl. After the patient experienced the symptoms his blood sugar was monitored with the hospital's meter. According to the troubleshooting performed with customer service, the meter was set correctly at the time of testing. The test strips were within expiration dating. The patient's testing steps were correct. This complaint is being reported because the patient alleged the readings were inaccurately high, based his insulin on the readings, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.